Event description:
It was reported that the patients lead had migrated. The patient underwent a revision procedure wherein the lead was repositioned and remains implanted. The patient was doing well postoperatively. Additional information was received that the patient experienced inadequate stimulation due to lead migration.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, (B)(6).

Event description:
It was reported that the patients lead had migrated. The patient underwent a revision procedure wherein the lead was repositioned and remains implanted. The patient was doing well postoperatively.